Event description:
After the firing of a plcr60b malformed and underformed staples were noted and the reload did not cut. Another device was used to complete the case.

Manufacturer narrative:
The reload was returned and evaluated. It appears that the reload was fired across another staple line as there was evidence of tissue and other staples jammed into the knife garage area. .